Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys anti-hbs g2 immunoassay (anti-hbs ii) result for 1 patient sample tested on cobas 8000 e 801 module compared to the anti-hbs result from an abbott system. The initial anti-hbs ii result was 905 iu/l, positive. The initial result was released outside of the laboratory to the doctor. The doctor believed the result was implausible. The anti-hbs result from the abbott system was negative, specific value not provided. The doctor believed the abbott result to be correct as it matched the patient's clinical picture. The cobas e801 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
Na.

Manufacturer narrative:
The sample was tested on a e601 platform and the positive results were reproduced. The sample was unable to be neutralized. Reagent performs within specification as the specificity of the assay in routine samples is 99.45%, in blood donors 99.78%. An occasional false positive can occur.